Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor unpairing from the ilet, while the dexcom app continued to display glucose readings, and troubleshooting steps including bluetooth toggling, device restart, and re-entry of the sensor pairing code were performed to restart the pairing process. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary loss of cgm-to-ilet connectivity. Investigation included customer support troubleshooting and education focused on bluetooth pairing and device settings. Investigation of this case revealed a communication and pairing failure between the external cgm and the ilet, consistent with a connectivity issue rather than a sensor data failure. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interruption related to bluetooth pairing behavior.